Manufacturer narrative:
Follow-up #1 date of submission 01/20/2015-product analysis:the device was returned and evaluated by product analysis on 01/06/2014 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the black box revealed no related alarms or issues. The pump powered on with audible and vibratory alert functioning per specification.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging an intermittent vibration alert issue. No additional information was received and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.